Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t (B)(6) 200-02-35 - three peg patella 35mm. Multiple MDR reports were filed for this event, please see associated reports: case-(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 125 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolysis, synovitis, loosening of femoral and tibial tray, intraoperative fracture of femur. His left knee had become extremely painful, and he has gone on to have massive osteolysis in the distal femur and proximal tibia with loosening. He was indicated for a semi urgent revision knee replacement. Upon making arthrotomy, there was evidence of massive synovitis with osteolytic tissue. The polyethylene was removed. There was evidence of bone loss on the tibia and the femur. Both the femur and the tibia were loose, but not grossly loose. Upon removing the femur, there was massive osteolysis with a giant cavitary defect with almost no condyles, just axial condyle. While trailing, the attention from the construct caused a fracture of the medial femoral condyle given how poor his bone quality was. No other issues or complications were reported. The patient was brought to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failures. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected health effect and investigation clinical codes.